Manufacturer narrative:
(B)(4).

Event description:
It was reported "surgical instruments have been repeatedly sent down to sterile processing with tags due to them being faulty. Today during the take down of the left internal mammary artery the clip appliers scissored and dissected the mammary artery, obviously not in the intended area or at intended time. Patient began to have arterial bleeding into the chest, leading to blood loss as well as the artery needing emergent repair." The patient lost approximately 100cc of blood. It was reported "repair stitches were placed in the artery that was damaged by the clip applier". The patient's current condition is reported as "discharged home".